Manufacturer narrative:
The user reported receiving glucose suspend alerts on (B)(6) 2025, and an RMA was authorized for the return of the sensor. In-house testing and a review of in-vivo data from the returned sensor showed chemical underperformance across all sensing areas, consistent with oxidation of the glucose-indicating chemistry within the sensor hydrogel. All channels were below threshold values, which triggered the glucose suspend alerts. As part of the resolution, the user was offered a sensor replacement. B4. Date of this report 09 jan 2026. G3. Date received by the manufacturer? 09 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.